Event description:
Healthcare professional reported right side intracapsular rupture, "peri prosthetic liquid, herniations and right axillary lymph node of 24 mm with silicone infiltration" diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Corrected data: d.6a.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ complication related to procedure/ surgery: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Medical staff reported intracapsular rupture, "peri prosthetic liquid, herniations and right axillary lymph node of 24 mm with silicone infiltration". The device has been explanted. This relates to the right device.

Manufacturer narrative:
The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "peri prosthetic liquid, herniations and right axillary lymph node of 24 mm with silicone infiltration".

Event description:
Healthcare professional reported right side intracapsular rupture, "peri prosthetic liquid, herniations and right axillary lymph node of 24 mm with silicone infiltration" diagnosed via MRI. The device has been explanted.